Manufacturer narrative:
E1: (B)(6) clinic. E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection of use the gastrointestinal videoscope exhibited distortion of the video image. There were no reports of patient involvement.